Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's lead broke. The pt appropriate stimulation on the day of implant. The device was removed and not replaced. The pt recovered without sequela.